Event description:
It was reported during a literature review, 33 days after the primary surgery, the patient reported a clicking sensation in her left knee after a loud popping sound was heard when standing up from sitting.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was not returned for evaluation. This event was reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not perform at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.